Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed remote frequency pic failed self test during self test due to faulty connector at remote frequency board. The device had cracked case at battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer received multiple failed self test alarms from his insulin pump. The customer's blood glucose level was between 150 and 175 mg/dl. Standard troubleshooting was performed. The product has been returned. Nothing further was reported.